Event description:
The surgeon implanted a cc4204bf model lens but the trailing haptic was torn by the cartridge as it was being inserted. The lens was incised into two pieces and removed. At one day post-operative the pt had mild corneal edema. The pt's pre-operative visual acuity was 20/25. The post-operative uncorrected visual acuity was 20/70. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility. A second iol was implanted.